Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for blood glucose levels above 600 mg/dl. Prior to the event, the customer had dropped the insulin pump and the end cap had popped off. Advised that the insulin pump would be replaced. Nothing further was reported.